Manufacturer narrative:
(B)(4). Title: medtronic mosaic porcine bioprosthesis: investigational center experience to six years citation: the journal of heart valve disease 2005 14:54-63 authors: w. R. Eric jamieson, guy j. Fradet, joan s. Macnab, lawrence h. Burr, elizabeth a. Stanford, michael t. Janusz, james g. Abel, eva germann, anson cheug month and year of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a study was performed to evaluate the clinical performance of this bioprosthetic surgical valve. The study took place at a single center in canada between 1994 and 2000 and included a total of 657 patients. The valve was implanted in 242 patients in the mitral position (mean age 70.5 ± 9.5 years). Serial numbers were not provided. Mitral seven valve related deaths were reported due to; anti-thrombotic hemorrhage; prosthetic valve endocarditis; structural valve deterioration three years post implant (due to severe regurgitation, moderate stenosis and leaflet restriction), non-structural dysfunction and thromboembolism. Adverse events included; structural valve deterioration (19 months post implant due to severe regurgitation, minimal calcification, and a leaflet tear), non-structural dysfunction and thromboembolism. It was reported that these adverse events were treated with re-operation. Other adverse events included; hemorrhage (contributed to anticoagulant/antiplatelet therapy) and minor stroke. All stroke symptoms resolved within three weeks. It was reported that the advanced age of the patient population contributed to the incidence of early and late thromboembolism. No other adverse patient effects were reported.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.